Manufacturer narrative:
An evaluation is pending the decontamination of the component(s). An evaluation will be forwarded upon completion.

Event description:
According to the information, there was a malfunction.